Event description:
Unomedical reference number (B)(4). Event occurred in israel. On (B)(6) 2024, it was reported that on (B)(6) 2024, the patient was hospitalized due to high blood glucose level of 540 mg/dl and experienced vomiting. At the time of this report, the patient was still in the hospital. No further information available.